Manufacturer narrative:
(B)(4)

Event description:
The complaint device was received for evaluation and passed external visual inspection. The receiver would not bot and charge, as call tech support was displayed. The receiver download log was reviewed and err68, err69, and err121 related to the complaint were observed. The customer complaint was confirmed due to multiple firmware errors found in the receiver log and the display of call tech support on the receiver screen. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err281. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.